Event description:
Customer reported a potential chemical hazard when act 5diff wbc lyse reagent leaked. A small amount had leaked from the cap and onto the side of the bottles. There was no exposure to the act 5diff wbc lyse reagent. There was no exposure to open lesions or mucus membranes. Operators were wearing appropriate personal protective equipment of lab coat and gloves. Medical attention was not required. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The customer used lab protocol to clean the bottles for use. The product was not returned for evaluation. Root cause is unk. The supplier was notified of the issue for further evaluation. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.